Manufacturer narrative:
(B)(4). This condition of a connection issue was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
A customer contacted baxter's service center regarding therapy assistance, which occurred on the homechoice (hc) during set up. The home patient (hp) was unable to locate the patient line. The hp insisted that the line in the organizer would not connect to his transfer set. The technical service representative (tsr) advised the hp to start over with new disposables. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse (rn) on (B)(4) 2012. He stated that the patient had not contacted him about this incident. The rn stated that the patient's therapy has been going well, and no adverse events were reported. Bps spoke with the patient on (B)(4) 2012. The hp did not recall this incident, but stated that therapy has been going well since. No adverse events were reported. On (B)(4) 2012 global technical services clarified that the patient was unable to describe the line he was trying to connect to, nor the supplies he was using. The tsr had the patient discard the supplies and start over with new supplies in order to assure that the setup he used was sterile and correct.